Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13e16075 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with vancomycin (dose and frequency not reported). The patient was discharged from the hospital and recovered from the peritonitis. No additional information is available at this time.